Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8120 calibration fails. Technical support- 1. Click the perform maintenance tab. 2. In the connected devices pane, click the pca module to be tested. 3. Click calibration in the tasks list or double-click to begin first task immediately. 4. Click the calibration task that needs to be performed and follow the instructions displayed on the screen. See syringe module and pca module tasks on page 307 for an explanation of each task. 5. Barrel clamp calibration: 6. Plunger force calibration: 7. Plunger position calibration: 8. Barrel clamp accuracy: 9. Plunger force accuracy: 10. Plunger position accuracy: note: if you perform a calibration task or an accuracy verification task that fails, the connected pca module cannot be used to perform any infusion until all accuracy verification tasks have passed in either the preventive maintenance or check-in task group. This is true whether you run the tasks individually or as a group. Explained to customer problematic source of the plunger force accuracy failure. Informed customer the force sensor assembly of the drive housing needing repair/replacement. Suggested customer to send in for repair under service level 1 fixed repair. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/25/2016 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device failed calibration for the plunger force accuracy. There was no patient involvement.

Event description:
It was reported that the device failed calibration for the plunger force accuracy. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8120 calibration fails. Technical support- 1. Click the perform maintenance tab. 2. In the connected devices pane, click the pca module to be tested. 3. Click calibration in the tasks list or double-click to begin first task immediately. 4. Click the calibration task that needs to be performed and follow the instructions displayed on the screen. See syringe module and pca module tasks on page 307 for an explanation of each task. 5. Barrel clamp calibration: 6. Plunger force calibration: 7. Plunger position calibration: 8. Barrel clamp accuracy: 9. Plunger force accuracy: 10. Plunger position accuracy: note: if you perform a calibration task or an accuracy verification task that fails, the connected pca module cannot be used to perform any infusion until all accuracy verification tasks have passed in either the preventive maintenance or check-in task group. This is true whether you run the tasks individually or as a group. Explained to customer problematic source of the plunger force accuracy failure. Informed customer the force sensor assembly of the drive housing needing repair/replacement. Suggested customer to send in for repair under service level 1 fixed repair. Informed customer if any further concerns and/or issues to give a call back. End call. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed calibration. There was no patient involvement.